Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the (B)(4) clinical trial, participant (B)(6). It was reported that a 37-year-old female patient underwent primary breast reconstruction surgery with 415cc mentor memorygel breast implant on the right side, and with 450cc mentor memorygel breast implant on the left side and experienced right side capsular contracture; baker grade ii. On (B)(6) 2022, mentor became aware that patient experienced bilateral capsular contracture; baker grade ii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2022, mentor became aware that initial adverse event mentor was aware of actually pertained to the left side with serial number (B)(6), and the date of surgery was (B)(6) 2020. Field d6b has been updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Date of explant was (B)(6) 2022.

Manufacturer narrative:
As per additional information received on february 16, 2023, and per clinician review of the information, event description has been updated under field b3, date of explant has been removed, and clinical code "cancer" has been added to field h6 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial; subject ID:(B)(4) it was reported that a female patient who underwent breast reconstruction primary surgery with mentor glow study gel devices on (B)(6) 2018 adverse event # 1. Baker ii capsular contracture, (left side, implant serial number: (B)(6) . Date of implant: (B)(6) 2018). On (B)(6) 2018, she presented with baker ii capsular contracture, which required breast massage. Adverse event # 2 capsular contracture bg-unk which required surgical intervention medical device removal in december 2020 per post-op cancer details - 4 year follow-up (right side, implant serial number: (B)(6) (date of implant: (B)(6) 2018). Adverse event # 3. Baker iii capsular contracture, (left side, implant serial number: (B)(6) . Date of implant: 03/02/2018,). On (B)(6) 2020, she presented with baker iii capsular contracture, which required implant removal on (B)(6) 2020. Right side device is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should additional information become available, this case will be re-assessed and notes will be updated. Adverse event # 4. Malignant melanoma left cheek, (systemic, implant serial number: (B)(6). Date of implant: (B)(6) 2018 on (B)(6) 2018, she presented with . Malignant melanoma left cheek, this supplemental medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
After clinical/secondary review of this file performed on august 24, 2022, it was decided to remove "recognized procedural complication" and replace with "medical device removal" to more accurately capture the reported event.¿ - is required intervention has been selected under section b; field b2. - fields d6b for explantation date have been updated to (B)(6) 2020. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) date of explant added.

Manufacturer narrative:
Additional information was received on 14-oct-2024 was reviewed by the clinician. Summary of additional information provided: the adverse event ¿malignant melanoma left cheek¿ was treated with an ¿excision malignant melanoma left cheek¿ and the stop date was updated to 02-mar-2018. The adverse event of malignant melanoma left cheek was assessed by the principal investigator as not related to the device, this event is considered not reportable. Since this adverse event of capsular contracture required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As per additional information received on april 17, 2023, and per clinician review of the information, date of event under field b3, and event description has been updated under field b5. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial; subject ID:(B)(6). It was reported that a female patient who underwent breast reconstruction primary surgery with mentor glow study gel devices on (B)(6) 2018. Adverse event # 1. Baker ii capsular contracture, (left side, implant serial number: (B)(6). Date of implant: (B)(6) 2018). On (B)(6) 2018, she presented with baker ii capsular contracture, which required breast massage. Adverse event # 2 capsular contracture bg-unk which required surgical intervention medical device removal in december 2020 per post-op cancer details - 4 year follow-up (right side, implant serial number: (B)(6). Date of implant: (B)(6) 2018). The provided information is very limited and initially was provided in the complaint file (B)(4). Adverse event # 3. Baker iii capsular contracture, (left side, implant serial number: (B)(6). Date of implant: (B)(6) 2018. On (B)(6) 2020, she presented with baker iii capsular contracture, which required implant removal on (B)(6) 2020. Adverse event # 4. Malignant melanoma left cheek, (systemic, implant serial number: (B)(6) . Date of implant: (B)(6) 2018). On (B)(6) 2018, she presented with malignant melanoma of the left cheek. Additional information was received on 17-apr-2023. Summary of additional information provided: the stop date of the adverse event ¿baker iii capsular contracture¿ was updated from (B)(6) 2018 and the onset date was updated from (B)(6) 2018. This supplemental medwatch report is for the patient¿s right-sided device.